Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device ac loss alert was on, and it would not operate on ac power. There was no patient use associated with the event.